Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was reported that the patient had been seen in the emergency room; however, they were not admitted to the hospital. It was not reported if the patient was connected to pd therapy at the time of death; however, the patient had switched from pd therapy to hemodialysis prior to their death. The cause of death was sepsis. It was not reported if an autopsy was performed. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). Additional information: the patient was diagnosed with sepsis on an unreported date. This report involves an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).